Event description:
It was reported that high pacing thresholds were observed on the left ventricular lead. The lead was noted to have shifted since implant. It was explanted and replaced during a device upgrade procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.